Manufacturer narrative:
D4 & h4: serial number, catalog, model, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the inventory was not updating correctly to the server. A technical support specialist (tss) performed manual recovery on station after repeated data sync retry errors caused by mismatched location keys between the station and server. The station logs showed invalid change tracking values, tss followed the knowledge article, medstation es retry mode: insert into tx. Encounter item transaction mismatching adt. Encounter patient location key and change tracking recovery scripts were executed, and incorrect patient location records on the station were updated to match server values. Services were restarted and data sync logs confirmed that retry mode was resolved. A full station data sync was completed successfully, the station rebooted, and the facility sync settings were updated. After recovery, the customer confirmed that a user completed an inventory count and transaction end quantity accuracy was verified on the server. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server inventory was not updating correctly and inventory count was not matching on the server.the customer stated that this malfunction occurred while dispensing the medication.there were no adverse events or injuries reported due to this event.